Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a non-programmed bolus delivery of 0.0 units was delivered. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: no meter was returned with the pump. The bolus history shows a 0.00u bolus programmed from the meter on (B)(6) 2017 at 19:47. Pump was paired with test meter and was exercised for 24hr duration period; no 0.00u boluses were recorded in the pump history during this time period. Manually performed a 10u normal bolus and a 10u audio bolus from the pump successfully; both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on pumps keypad. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.